Manufacturer narrative:
Sunrise medical customer service contacted (B)(6), which provides care for the end user, to gather more information regarding this incident. Contact was made with their representative (B)(6). (B)(6) stated the caregiver was pushing the user in the grass and came across an uneven spot and caused the chair to tip forward. The caregiver grabbed the user so he would not fall out, which he did not, however in doing so the patient fractured his leg. (B)(6) stated the user has osteopenia (brittle bone). There were no allegations of malfunction or defect made by the caregiver against the subject wheelchair. According to the description of the complaint as given by (B)(6) at (B)(6), the near fall was accidental. Since the chair was ordered without a chest harness, (B)(6) is looking into obtaining one to offer support to the end user in his chair. Sunrise medical deems this incident as accidental and no further investigation will be performed by sunrise medical.

Event description:
Stephanie with the user's school called and stated the user fell out of his chair. She stated the chair tipped a little and the user fell out and fractured his leg.